Manufacturer narrative:
Patient outcome was not provided by reporter. (B)(4). Event evaluation: still under investigation.

Event description:
A (B)(6) male underwent antegrade femoral access on (B)(6) 2011. The mpis was used to gain access to the femoral artery; during the procedure the mpis wire became trapped between the mpis needle and plaque in the artery. When an attempt was made to remove the system, the wire sheared with the wire coil unraveling. Patient outcome and additional actions were not provided by the reporter.